Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent aortic valve (av) replacement and had recurrent low flow alarms due to exacerbation of right heart dysfunction and poor left ventricular filling. The patient did not have av regurgitation pre-left ventricular assist device (lvad) implant, and it was thought that it developed as a side effect of continuous flow support. Healthcare provider was never able to achieve partial opening of the av and as such the av was almost always closed. Right heart failure was mild pre-lvad implant, and it was not thought to be caused or contributed by device issue. The patient had need for inotropic support postoperatively, distended right ventricle, and decreased systolic function, otherwise no symptoms. The speed of the pump was decreased and the team was allowing slightly higher mean atrial pressure (map) to inhibit forward flow from lvad.

Event description:
Additional information stated that without the ongoing aortic regurgitation from patient's faulty aortic valve, their end diastolic left ventricular (lv) size decreased to the normal size. Right heart could not take that much sudden increase in flow and volume, and pump speed had to be decreased to avoid right heart failure until their circulatory system could adjust to the increased flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The report of low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the low flow alarms could not be conclusively determined through this evaluation; however, it was reported that the low flows were due to exacerbation of right heart dysfunction and poor left ventricular filling. No log files were available from the reported low flow alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.